Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. (This only applies to device manuf. Prior to september 24, 2014) approximate age of device - 10 years, 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2007. It was reported that the patient had recently undergone a driveline (dl) debridement. The patient reported drainage at dl site on (B)(6) 2018 but declined to come to hospital for evaluation until (B)(6) 2018 at which time he was admitted for treatment. The patient had purulent drainage at the dl site. A cultured tested positive for pseudomonas;however, the blood cultures were negative. The patient was administered intravenous (IV) antibiotics (abx) and a surgical incision was performed for drainage and placement of wound vac. The infection is thought to have been caused when the patient pulled at the driveline site a couple weeks prior. A computerized axial tomography scan was performed which confirmed the infection. The patient was discharged home with IV abx per infectious disease specialist with home care for vac. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported driveline infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.